Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug-eluting stenting treatment procedure, the 3.50x12 mm taxus liberte drug-eluting stent would not cross the lesion. The 85% stenosed lesion being treated was located in the severely tortuous, severely calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with 2.5mm balloon (manufacturer unknown). The procedure was completed with a 3.0x12 taxus stent. No patient complications were reported. Patient status reported as "good." However, the returned product revealed the stent moved on the balloon and stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination of the device found severe damage to the proximal and distal edges of the stent, and the stent had migrated 5mm to 6mm past the distal marker band. No normal stent profile section was observed as there was damage throughout the entire length. The maximum stent profile of the manufactured device is 1.37mm. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly device history record found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause would is operational context. A complaint with a most probable root cause of operational context.